Event description:
A patient was undergoing coronary stenting to a heavily calcified proximal lad lesion. The lesion was predilated with voyager 2.0 x 15 balloon five times. The 2.5x23mm cypher stent became stuck and could not pass through to the proximal lad because of the calcification. The stent dislodged, and after several attempts to retrieve it, the physician implanted it whre it had become stuck in the left main, partially jailing the cx artery. The patient was referred for CABG later that same day. Per reporter, the patient remained stable throughout the event and treatment.